Event description:
Medtronic received information that a 23mm edwards bovine aortic valve had failed and required replacement with a transcatheter aortic valve implantation (tavi). No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)